Event description:
The complainant reported a 78 year old female patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support using the impella cp optical device. During support, the patient exhibited ischemia in the impella inserted limb. The pump was removed and the patient was escalated to an axillary pump.

Manufacturer narrative:
The impella device was not received by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.